Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was programmed with a low reservoir alarm and there was no unexpected stoppage of delivery during testing. However, the insulin pump was received with loud motor noise during rewind due to faulty motor. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
The customer called and reported the insulin pump was making sounds while rewinding and would not rewind smoothly . Customer's blood glucose was not known. During troubleshooting, it was stated there was damage on the piston in the reservoir chamber. Both self-test and displacement tests were performed and the device passed both tests. Customer was advised the device would be replaced and agreed to return the product for analysis.